Event description:
Customer reported that pump declared alarm during loading process. There was no adverse impact to the customer's blood glucose level. Customer was unable to resume insulin therapy due to recurring cartridge alarm despite receiving assistance in loading a new cartridge. Technical support decided to replace pump as it was still under warranty. Meanwhile, customer planned to use a backup insulin pump to ensure continuous insulin delivery. Customer was instructed on returning the faulty pump and acknowledged the instructions.